Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ supplemental correction. D9 for product returned and date received. G3: date received by manufacturer. G6: report type ¿ updated/follow-up. H2: correction / additional info and device evaluation. H3: device evaluated by manufacturer. H6: event problem and evaluation method codes - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.